Event description:
Routine ICD followup check found elevated rv defibrillation impedance and elevated svc defibrillation impedance. Medtronic technical support and headquarters contacted and felt was due to possible lead fracture. They suggested further testing and save to disk, if cat higher than 200o hms, have analyzed by medtronic tech. Two weeks later, defib lead removal with new and testing.